Event description:
Boston scientific received information that this right ventricular lead exhibited low r wave amplitudes of 2.1 millivolts. The atrial signal was being oversensed on the rv channel and was marked adventricular tachycardia. There were also multiple stored vt episodes. The patient's device was programmed aai. Boston scientific technical services discussed to look at the ventricular blank after atrial pace. It was decided to turn off vt storage. Ts suggested that the lead position could be evaluated. It was noted that this physician usually does septal placements of leads, which could be part of the underlying cause. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.